Event description:
It has been reported to philips that the system is not booting up. The device was not in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse identified the philips isolator box was also shut down while turning on the system. The fse cold-started the system and then the system was returned to use in good working order. The codes were updated based on the investigation outcome.